Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: a device history record (DHR) review was conducted: a review of the receiving inspection (ri) for mmsi single innie x25 hex was conducted identifying that lot number gm5369538 was released in a single batch. Batch1: lot qty of (B)(4) units were released on 27 nov 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported the point of the final tightener shaft would not engage with the single inner set screw, so an alternative instrument was used to complete the primary scoliosis procedure. The procedure was completed with a less than five (5) minute surgical delay and no post-operative complications reported. This report is for a final tightener shaft. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Initial reporter is a depuy sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.